Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 469 mg/dl and high ketones. Customer was treated intravenously with fluids and insulin, and was released from the ER approximately 3-4 hours later. Upon being released from the ER, customer was in stable condition and blood glucose was 299 mg/dl. Reportedly, intermittent occlusion alarms had occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source, and subsequently unexpectedly shutdown again. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer reverted to manual injections for insulin therapy.